Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 5/20/2024. D1 changed the brand name to match gudid. D2a changed the common device name to match gudid. D4 UDI changed, to include complete UDI number (B)(4).

Event description:
On (B)(6) 2023, the site reported that a kink was observed in the inflow cannula of a patient. It had been present for a few days without being reported to the berlin heart inc. Clinical affairs (ca) team. Ca requested pictures to assess the kink. Upon reviewing the pictures, ca recommended trimming off the inflow cannula with the confirmed kink. Additionally, at the time of the event the blood pump maintained complete fill and ejection, no cannula breach and the patient remained hemodynamically stable. Therefore, it was decided this incident was not reportable. However, after completing the failure investigation on 2023-10-12, it was determined that it was not a kink, it was a cut outside the cannula. Therefore, it was determined this was reportable as MDR.

Manufacturer narrative:
We have reviewed the production records of the excor aterial cannula lot no. 00110486. This product was produced according to our specifications. The affected cannula had been in use on the patient for 64 days up to the time of the incident. The trimmed section of the cannula was returned to berlin heart gmbh on 2023-08-30. The subsequent microscopic examination determined that it was not a kink but damage to the outer surface. The damage is approximately 1 to 2 mm long. It is palpable and looks like an incision. Based on all examinations, it was concluded that it was external damage, most likely caused by a sharp and pointed object. See attached failure investigation report for details.